Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The removal of the sticky bag packaging products has being initiated as a follow up to the correction notice initiated in august 2013. Zimmer biomet implemented a change in the packaging bag and repackaged the implants with a new ldpe bag. Testing has shown that this new bag resolves the issue and prevents the bag from adhering to the implants. In order to prevent recurrence of complaints related to the former ldpe bag, zimmer biomet is removing non-expired affected product that has not been consumed and was distributed in the former ldpe bag from zimmer biomet distribution centers in the us. Zimmer (B)(4) considers this case as closed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Ref# 01.4212.400 a.s. Humeral head d40 h14) are marketed in USA, and therefore this report was filed. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a humeral head 50-18 on the left side on unknown date. The reported event states that this case is part of a clinical study in which the dr. (B)(6) received the notification of the recall of the related product packaging. The doctor reported that he experienced the "sticky bag" in many of his early study cases, but has not experienced this in his more recent cases. It is unknown which cases included the "sticky bag" because they were not reported at the time they occurred. The product still implanted in the patient and surgery was not extended. However, the surgeon did indicate that he used "a wet towel and a bit of scrubbing" to remove the sticky substance from the sidus humeral heads.